Manufacturer narrative:
H3: one cadd legacy 1 pump was received in fair physical condition with a cracked housing. The event history log was unable to be downloaded. The device was powered up, the keypad buttons were pushed and all of them did not work. A test keypad was attached to the device and was tested and working properly. The keypad will be replaced to resolve the issue.

Event description:
Information received indicating that a smiths medical cadd legacy one pump gave key pad error. No adverse effects reported.